Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer reported that her sensor glucose was reading 2.2 mmol/l and her blood glucose 23.9 mmol/l he current blood glucose level was 16.5 mmol/l. The customer was assisted with troubleshooting. The customer was she woke up with a blood glucose of 23 and gave herself a correction of 3u -0.1u-0.1u over the hours with her pump, but her blood glucose was not going down. Customer stated that they did used auto mode feature at time of high blood glucose event, but could not calibrate, she was kicked out of the auto mode. The insulin pump will not be returned for analysis.